Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07473. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient died.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that patient underwent mesh revision on (B)(6) 2007 due to mesh erosion. Mesh revision, vaginal, and bowel repair was performed on (B)(6) 2012 due to pain and bowel problems. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent bladder dilation on (B)(6) 2008 due to bladder not working. It was reported that the patient underwent mesh revision/ repair in 2009 due to erosion. It was reported that the patient underwent mesh repair on (B)(6) 2013 due to bowel perforation. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/09/2017. (B)(4). It was reported that following insertion the patient experienced microscopic hematuria and rectocele. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with anterior colporrhaphy, calibration and dilatation.